Event description:
The patient reported that he has experienced an increase in seizures recently which he attributes to the stress of social security disability review. The patient also reported that he passed out. The patient reported that the neurologist increased device off time from 5 minutes to 3 minutes and increased his keppra dosage to 1500 mg a day. The patient reported that the neurologist checked the vns and found that there was still battery life remaining. No additional relevant information has been received to date.